Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. Inflation was performed three times at 6 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.